Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to device not working. During the procedure it was noticed that the right tube of the pump tubing junction was severed. All the app components were removed an replaced. The patient did not experience any known complication. It was further reported that the patient experienced inflation issues due to an aneurysm in the cylinder. No more information available at the moment. Should additional information become available, it will be provided.